Event description:
It was reported that the device was not holding the position while instruments were inside the patient. The procedure was completed with the same device. There was no delay or patient injuries reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no complaint related issues were noted. A functional evaluation revealed that the unit had excessive oil within the bimba tube housing as well as on the bimba itself. The amplifier piston seal had failed and allowed oil to seep into the bimba housing. The unit also failed the 50 pound weight test. The piston migration was at 2.1 inches, which is indicative of hydraulic fluid loss caused by a worn amplifier piston seal. The complaint was confirmed and the root cause has been determined to be excessive oil loss caused by a bad seal within the amplifier piston. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. D10: date device returned to manufacturer added.